Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing (nsrvo) episodes due to loss of ventricular capture. Upon inspection, it was suspected that the nsrvo was possibly caused by latency. The patient would continue to be monitored. The patient was in stable condition.

Event description:
New information received noted that the implantable cardioverter defibrillator exhibited intermittent capture.

Manufacturer narrative:
Further information was requested, but not received.